Event description:
The facility reports the pt was being moved from the bed to a chair with a toiletting sling when the pt slid out of sling through the bottom and hit her head and hip on the floor. The pt suffered a head contusion, bit tounge, and probable broken hip (not confirmed).

Event description:
The facility reports the patient was being moved from the bed to a chair with a toiletting sling when the patient slid out of sling through the bottom and hit the head and hip on the floor. The patient suffered a head contusion, hit tounge, and probable broken hip (not confirmed).